Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a transplant on (B)(6) 2017. It was reported that elevated lvad power readings were observed, and that the lvad clinicians suspected device thrombosis. The patient was being treated with clopidogrel, aspirin, dipyridamole, eptifibatide, and argatroban for anticoagulation. It was reported that the patient¿s lactate dehydrogenase (ldh) range was normal at 190-235 u/l; however, the patient had been on a large amount of blood thinners. No additional information was reported.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 9 inches from the pump housing. The evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No device-related issues were identified through the evaluation of the returned pump, and a direct correlation between the device and the reported event could not conclusively be established. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.